Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that they gave food to correct the blood glucose. The customer's blood glucose was 83 mg/dl at the time of call. The customer's blood glucose was 150 mg/dl at the time of hospitalization. The customer stated that they were given fluid to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported that they experienced low blood glucose of 20 mg/dl and treated with orange juice. The insulin pump will not be returned for analysis.